Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint. The actual protheis was discarded by the hospital and not returned to the manufacturer. The review of the device history record and traceability show no evidence on a device issue that may have impacted this event. As described by the reporter , the revision is related to progression of initial disease. As mentioned in the IFU , the selection of the patient for total arthroplasty is extremely for the success of the surgery and that the effectiveness of this prothesis was not established on patient with myelopathy due to pathology at more than one level as for this case. Therefore, the cause of this event is related to progression of the disease and inadequacy of the operation with the initial patient condition. Discarded by the hospital.

Event description:
Mobi-c p&f us revision cause of myelopathy. Patient experienced progression of myelopathy after undergoing a 2 level tda with mobi-c. A revision surgery was performed and prosthesis removed and replaced by corpectomy and fusion. Other reports ref 3004788213-2017-00036 and 3004788213-2017-00036-1 were sent to report this case . This report is regarding the second implant that was explanted during this surgery.